Manufacturer narrative:
Concomitant medical products: patient medications: xalatan, plavix, oscal, prinivil, lipitor, actos, tylenol, albuterol, lasix and tessalon. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm rupture. The possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular procedure.

Event description:
On (B)(6) 2006, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm (aaa). The patient tolerated the procedure. It was reported that on (B)(6) 2019, the patient presented to the emergency room with a ruptured aaa in the left common iliac artery. Images revealed the contralateral leg endoprosthesis (pxc201200/04595219) was free floating in the aneurysm sac and had migrated out of the iliac artery, which was also aneurysmal at time of implant. The physician chose to embolize the left internal iliac artery and extend with a contralateral leg endoprosthesis (plc121400/20227629) into the left external common iliac artery. The endoleak was resolved and the patient tolerated the procedure.